Event description:
The customer reported, no more audible tones on the insulin pump. The customer ran a self test during the call, and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audio tone due to a broken transducer wire. The insulin pump passed the seat, rewind , and occlusion tests.